Event description:
A malfunction involving code 16-0x20e6 was reported. There was no information available regarding the impact of this incident on the customer's blood glucose level, and it remains unclear if it exceeded 500 mg/dl. The customer reset the pump but eventually needed a replacement. Tandem technical support arranged for a new pump to be sent, confirmed the customer's shipping address, and instructed the return of the defective unit within ten days using a pre-paid label.